Manufacturer narrative:
Manufacturing site evaluation: we received a complaint about one gf480r bending resist.micro suction 6fr 140mm. The instruments arrived in a decontaminated condition and they are available for investigation. The mandrin handle gf350201 of each instrument is missing. During a surgery the suctions are getting clogged. According to the available information, there were no negative consequences for patient. Investigation: the instruments arrived in a clean status without visible damage and without the mandrin handle gf350201 of each instrument. The investigation was carried out visually and microscopically with the digital microscope vhx-5000 keyence. We made a visual inspection of the instruments. No visible damage or 'conspicuities' were found. The mandrin handle gf350201 of each instrument is missing. Additionally the instrument was inspected by the quality assurance of the production department. Regarding the analysis report: "no cause can be determined, as there is no error." Batch history review: the traceability of articles without batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause: no failure detected. The root cause of the problem is most probably usage related. No cause can be determined, as there is no error. On the production side, no faults can be detected." No failure detected and therefore there is the possibility that clogging were caused by an improper handling. Possibly tissue, blood vessels or something like else could have be suctioned and this led to a clogging. Corrective action: according to (B)(4) (corrective action & preventive action) there is no CAPA necessary.

Event description:
It was reported that there was an issue with bending resist.micro suctions. The surgeon stated that the suctions are getting clogged too easily. The procedure was a craniotomy. This incident did not cause or contribute to serious injury or death or a delay in surgery. There was no patient harm. The adverse event/malfunction is filed under (B)(4). Associated medwatch-reports: 9610612-2019-00783 ((B)(4) gf477r); 9610612-2019-00784 ((B)(4) gf478r); 9610612-2019-00785 ((B)(4) gf476r).